Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID 3998, lot# la4177, implanted: (B)(6) 2002, product type: lead. Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The patient, implanted for failed back syndrome -o ther, reported that they have lost a lot of weight due to the pain. As a result of the weight loss their implant had been sticking out. On (B)(6) 2015, the manufacturer representative (rep) reported that there was a revision that had not occurred. The only thing the rep knew was that she was notified on (B)(6) 2015 that the patient was having their implantable neurostimulator (ins) moved from their buttock to their abdomen. It was further reported from the rep on 2015-08-21 that the patient was having a new ins placed in the abdomen on (B)(6) 2015 because the patient lost weight and the ins became uncomfortable. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.